Manufacturer narrative:
Investigation: three photos were received and evaluated. Two photos displayed a total of four 3ml syringes with varying degrees of rolled scale and missing scale. One photo showed a 200-count label from batch 9002521 (p/n 309656). The missing scale was rejectable per product specification. Potential root cause for the missing print is associated with the printing process. It is likely a printing component gradually slipped out of adjustment causing the print to be applied on the incorrect position on the barrel. This is consistent with the variance of the missing scale. The potential root cause for the product being distributed is associated with insufficient containment. The missing print was discovered during manufacturing and containment actions were administered but defective product was still packaged and distributed. The printing components involved in the rolled scale were replaced 10/14/2019. For insufficient containment, corrective and preventive action, CAPA#753644, was opened and implemented 8/26/2019.

Event description:
It was reported that scale marking error occurred with a syringe 3ml ls 200 s/c. The following information was provided by the initial reporter, "the lines for measuring are not printed on the syringes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred with a syringe 3ml ls 200 s/c. The following information was provided by the initial reporter, "the lines for measuring are not printed on the syringes."